Event description:
Information received from the (B)(6) prospective registry, subject (B)(6). On (B)(6) 2014, the patient underwent onyx embolization treatment. The patient developed pres (posterior reversible encephalopathy syndrome) on the same day and required inpatient hospitalization or prolongation of the existing hospitalization. On (B)(6) 2014, the patient had ischemia of the caudate nucleus head and it resolved without sequelae on the same day. The pres syndrome resolved without sequelae on (B)(6) 2014. The event was not serious and considered related to the procedure. Relationship to the onyx was doubtful.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was consumed in the event. (B)(4).

Manufacturer narrative:
Ischemic event is a known inherent risk of onyx procedure and is documented in the onyx instruction for use. However, the patient also has antiphospholipid syndrome that contributed to the mulitple infarcts event.

Event description:
Medtronic received information that onyx extravasation occured during an embolization of dural fistula. The patient was treated for an a type iii dural fistula of the anterior cranial base located deep in the hemispheric.the distal end of the microcatheter was located level with the fistula. The onyx was not able to reach the origin of the vein and the decision was made to stop the embolization procedure due to reflux and extravasation. The onyx was being injected from the venous sector and extravasated into the cavity of the hematoma. The extravasation occurred from the venous compartment of the avm which was damaged because of the recent rupture. The ischemia of the caudate nucleus was related to a retrograde migration of onyx in the perforators (which were also the feeders of the avm). The embolization of dural fistula was complicated by a pres (reversible posterior encephalopathy) from iodinated contrast-induced toxic encephalopathy which progressed in a spontaneous favorable way. Multiple ischemic lesions on the post-embolization brain MRI were attributed to a probable antiphospholipid antibody syndrome,the patient's current condition is moderate hemiparesis.